Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported through social media right side "busted," " tissue damage," and "sick for a year before I found out." The device has been explanted.